Event description:
Reported as band erosion.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the model type provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."